Manufacturer narrative:
H3: product analysis #(B)(6):part # (B)(6): lot # my07k001 visual and functional inspection revealed the flex arm will no longer tighten. The instrument is insufficiently rigid. The mechanism of failure is consistent with anticipated wear of the instrument cable. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative regarding a product identified during an event. It was reported that the mechanism used to tighten the snake arm was no longer functioning. The snake arm would not tighten. No further complications reported/anticipated due to this event.